Manufacturer narrative:
A 5f mynx control balloon burst after inflating in the artery. There was no reported patient injury. The product was stored as per labeling and was opened in a sterile field. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and 2 were not depressed. The procedural sheath was not returned with the device. The catheter was inspected for anomalies and no anomalies were observed. Per functional analysis, leak testing was performed by inflating the balloon with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon, approximately 2 mm from the balloon¿s proximal neck. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a tear in the balloon, approximately 4 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A 5f mynx control balloon burst after inflating in the artery. There was no reported patient injury. The product was stored as per labeling and was opened in a sterile field. It will be returned for evaluation.